Event description:
It was reported that medfusion pump experienced travel coarse error. This is a high-priority error. If the malfunction were to recur during use, it could interrupt therapy. There was no patient involvement and harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.